Manufacturer narrative:
Usage of the device: the usage of the power module 14 volt pt cable (lot#35204900113) is not known to the MFR as the pt cable is not labeled for single use. The MFR is attempting to acquire the equipment that was exchanged at the time of the event for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported the pt received a low speed operation alarm and experienced an external power loss while changing power sources. The pump speed reportedly dropped approximately 400 rpm below the low speed limit and pump power was elevated to approximately 17.1 watts. The pt reported changing the power sources one at a time, as per the info for use (IFU). Based on the hospital's review of the recorded pump parameters, the power module pt cable was switched out. The pt has reportedly not incurred any more power elevations or power cable disconnected alarms.